Event description:
As reported by the user facility ((B)(4)): "the nurse initiated an antibiotic-infusion through the infusomat. The total dose was set to 260 ml at a rate of 260 ml/h. The device was correctly programmed but the performed infusion rate was below the set value. The total administration time was consequently 1 hour 45 minutes, not 60 minutes as expected. The device did not speed up even though the rate was increased in the run. The nurse replaced the device after notification of the error.

Manufacturer narrative:
(B)(4). Result of examination: the history log files of the received sample were read out and analyzed. No hints for a deviation of the delivery accuracy were found. Thereupon the infusomat space was subjected to a visual and functional examination. No external damages were found. The device showed age-based marks of use and heavily contaminations. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check three times and a measurement according to en 60601-2-24 was performed. All measured values were within specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.

Manufacturer narrative:
(B)(4). The device is currently shipping from the user facility to (B)(4) for investigation. A follow up report will be provided when the examination results become available. (B)(4).